Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a procedure (approximately 3 months before event occurred). According to the complainant, on (B)(6), 2012, the patient's body temperature was elevated as a result of an infection. As a result, the patient was hospitalized (unknown length of time) and duodopa administering was discontinued on (B)(6), 2012. The device was removed from the patient and was replaced.

Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.